Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 7351573 number on (B)(6) 2023, and no non-conformances related to the malfunction were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old hispanic female who underwent primary breast augmentation with mentor smooth round moderate profile 375cc saline prostheses experienced bilateral deflation and several unexplained systemic symptoms post procedure. The exact nature of the symptoms was not specified. The patient went to the emergency room and computerized tomography revealed the deflations. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2023-09587 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness/deflation. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).